Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 420 mg/dl at the time of the call. The customer stated that the pump squirts insulin out after releasing the act button during manual prime. The customer was assisted with trouble shooting but declined to trouble shoot the weak battery alert the received from their pump. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.